Event description:
It was reported that "midway" during a prostate procedure error 213 and 302.13 appeared. The procedure was completed with an alternative procedure (turp) no patient complication reported. It was noted that the procedure lasted longer since the laser was not used. No injury reported.